Event description:
Investigation is completed.

Manufacturer narrative:
Manufacturing and quality control data: the progav® was manufactured by a qualified employee on august 2021. Deviations during assembly did not occur. The product was finally tested as article fv438t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. Visual inspection: the following observations were made during the visual inspection: - deposits on the reservoir. Permeability test: the test showed that the progav® is permeable, the liquid was bloody. Computer control test: the computer controlled test showed the opening pressure of the progav®, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1,34 cmh2o. This is not within the specified tolerance of 13 cmh2o ± 3 cmh2o. An applied pressure of 13 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 13 cmh2o ± 3 cmh2o. Additional testing did not significantly change the results. According to our results, we can confirm the presence of a accelerated outflow. Adjustability test: the progav® was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav® was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, clearly deposits were found in progav®. Results: based on our investigation results, we can identify a accelerated outflow in the valve we are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturer's evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a progav shuntsystem (part # fv438t) was implanted during a procedure performed on an unknown date. According to the complainant, the device was believed to be operating in over-drainage and had a problem with adjustability. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) height: 93 centimeters (cm) weight: (B)(6) gender: male